Event description:
It was reported that during a pta treatment procedure, there was a lot of friction noticed on the introduction and withdrawal of the amplatz super stiff guidewire. Due to the force that was needed to withdraw the wanda balloon, the hub detached from the catheter shaft and the super stiff guidewire tip became curly. The pt was asymptomatic during this event. The lesion being treated was slightly calcified, 90% stenotic lesion in the iliac artery. The procedure was successfully completed using another guidewire. No pt injuries or complications were reported. Pt status is reported as 'good'. Same as manufacturer report #6000130-2004-00039.